Event description:
It was reported a loss of therapeutic effect was reported. It was noted after the patient switched programs in (B)(6), the patient¿s benefit was better. It was reported that the patient began having a return of symptoms about two months ago, they found out that the device got 'disconnected' by going through a metal detector. The caller and the patient seem to correlate going through the metal detector with the return of symptoms. It was confirmed that the patient was at .9 volts on reduced icon mode.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va094wj, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).